Event description:
It was reported that (1) mcl20 was used during a dome down laparoscopic cholecystectomy procedure. It was reported by the rep that the clips would not fire out of instrument. Opened another device to complete the case. There was no consequence to pt.